Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. Clinician reports the patient smokes and has poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. Clinician reports the patient smokes and has poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.